Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast prosthesis. Leak on the right breast prosthesis was confirmed by the patient's doctor. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 6/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed creases on both aspects. A rent measuring approximately 0.1 cm was discovered within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/12/2018, mentor became aware that the suspect medical device's lot number was 192705. Mentor also became aware that the concomitant product was mentor smooth round moderate profile 425cc saline catalog #3501670 lot #192705. In addition, mentor also became aware that the replacement devices were mentor smooth round moderate plus profile 550cc saline catalog #3502550 lot #7563337 sn # (B)(4) and mentor smooth round moderate plus profile 550cc saline catalog #3502550 lot #7563337 sn # (B)(4). Manufacturer¿s reference number: (B)(4).